Event description:
A hospital reported, the cracking of two mr290 chambers while being used on a hfo sensomedics 3100b ventilator. No pt injury was reported.

Manufacturer narrative:
Method: the complaint device was visually inspected. Results & conclusions: please see attached report "mr290 high frequency ventilation cracks" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.